Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. The physician was attempting to deploy an express2 stent in a 90%, soft, stenotic lesion in the proximal lad. He inflated the balloon to 14 atms, but noted prolonged deflation time. During the prolonged deflation the pt experienced bradycardia and a rapid drop in their blood pressure. It is unk what measures were taken to treat the pt's symptoms. However, the physician then tried to pull the balloon back by force. The balloon broke and remained inside the artery. The pt was sent for emergency surgery with an intra-aortic balloon pump. The pt expired post-operatively in the intensive care unit, but it is unk when that occurred. The physician indicated that the pt expired due to "other disease".